Event description:
(B)(4). Initial report: this non-serious case from (B)(4) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (age nos) who was injected with poly-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. The physician reported that the pt presented with hard plaques at the application site of poly-lactic acid. The physician declined providing further info about this case. Event outcome is unk. (B)(4). Reporter's causality assessment: not provided. (B)(4). Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Addendum for follow-up info received on 08/13/2008: this case is associated to cases (B)(4) by the same reporter. The reporting physician confirmed that in all three cases, the pts developed complications after using lot 6015. It is reported that these female pts developed "contamination for rapid growing mycobacterium." The reporter mentioned that she had knowledge of an outbreak of mycobacterium, which has been happening in (B)(4) after some medical procedures (nos). No further info is available. Additional info received on 08/18/2008: the reporting physician stated that cultures were performed in a private laboratory, but as of the date of this report, the results have yet to be provided. The reporter stated that she was thinking that "something happened" (nos) with the poly-l-lactic acid, or with the sterile water.